Event description:
The customer reported that the device was intermittently turning on by itself. The biomed could not duplicate the reported symptom. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device was intermittently turning on by itself. The biomed could not duplicate the reported symptom. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.